Event description:
The pacing electrodes were reportedly found to be dried out when applied to the patient. The device gave a leads off message when pacing was attempted. No patient details were reported.